Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis confirmed the reported impedance anomaly. An abrasion caused by clavicle crush was found at 27.4cm to 28.7cm from the end of the connector pin. All cable lumens breached the inner insulation to the ptfe liner around the inner coil. The reported anomaly could be caused by the re cable and exposed inner coil coming into contact with each other.

Event description:
It was reported that the patient came to the hospital after receiving a shock. The rv pacing lead impedance showed a decrease. At explant, an abrasion was noted on the lead. The physician noted it was due to subclavian crush.